Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The exhalation valve was cleaned and reassembled to resolve the reported issue. No patient information provided to date after calls to customer (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020.

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient injury.